Event description:
It was reported that a diagnostic anomaly was observed on the implantable cardioverter defibrillator (ICD). Further information was requested but was not yet available.

Event description:
New information received notes the patient was asymptomatic. It was noted upon completion of a magnetic resonance imaging (MRI) session, that the patient's implantable cardioverter defibrillator's (ICD) battery status temporarily showed battery depletion from four years to four months. Following the MRI session and re-interrogation of the ICD, the issue was resolved, and normal battery status was observed. The patient was stable on arrival and at the end of the session.